Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows the insert is severely damaged. Cracks are observed on the inferior surface of the device. The bottom part has few pieces fragmented. The broken pieces have been returned. The clinical/medical evaluation concluded that it was reported that a revision tka was performed to swap the poly insert. The requested x-rays and surgical reports have not been provided to date. Without adequate documentation/information, the root cause of the reported events cannot be fully evaluated. Therefore, the patient impact beyond the reported revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. The lab evaluation concluded that the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. Damage is present on both medial and lateral side of the articulating surface of the insert. Pieces were fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed, the patient experienced an unspecified adverse event. A revision surgery had to be performed to exchange the s1-2 11m genesis ii cr deep flexion insert. The patient outcome is unknown.